Event description:
After implanting an x-stop device, the physician discovered a fracture of the l5 spinous process. The implant device was removed and a laminectomy was performed.

Manufacturer narrative:
Follow up conversation with co. Rep. No conclusion can be drawn at this time.